Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction with mentor gel devices on (B)(6) 2017 and experienced pain and redness. She denied fever or chills or wound drainage. She was recently seen by infectious disease team and placed on minocycline the patient reports that she is taking minocycline for the last 48 hours. On exam there is some slight central and lateral erythema to the skin flap, overall the left breast appears to be larger in overall volume than the right. Patient was admitted on (B)(6) 2017 with left breast erythema concerning for cellulitis. Patient was started on IV antibiotics and PICC line was placed for continuation of IV antibiotics. Patient's left breast erythema remained stable as patient continued with IV antibiotic therapy. As a result, the patient had undergone explantation on (B)(6) 2017. This was a unilateral explantation of the breast implant. This medwatch report is for the left breast infection and seroma.

Manufacturer narrative:
On 04/09/18, it was reported to mentor that the device history record (DHR) of lot number 7294533 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).